Event description:
It was reported that the linear reload came with no staples. The procedure was delayed by five minutes. The patient is fine, the safety lock out leaver was engaged so the blade did not move from the housing, which means no knife contacted the tissue. The surgeon explained it as ¿the firing knob would not advance, so we got another reload¿. The second reload (they couldn¿t remember if they grabbed a new tlc or a just a reload) fired normally.

Manufacturer narrative:
(B)(4). Information unavailable.